Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to the hospital on (B)(6) 2018 due to high blood glucose level. The insulin pump had no delivery alarm and the cannula was bent. The customer's blood glucose level was 459 mg/dl at the time of the incident. The customer's current blood glucose level was 455 mg/dl. The customer¿s blood glucose level when admitted to the hospital was around 248 mg/dl. The customer was treated by the insulin pump. The customer was feeling goofy. The customer was not wearing the insulin pump. The customer was assisted with troubleshooting. The insulin pump will not be returned for the analysis.